Event description:
The facility contact reports: the nurse was unable to retract the needle into the needle guard housing. There was no needlestick involved. The sample was discarded. A product code or lot number was not available. The facility code or lot number was not available. The facility contact was not able to provide any add'l info. All nurses were inserviced on the use of this product.